Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient presented to the emergency room with dizziness and a rate in the 40 bpm range. Pacing spikes were not visible via telemetry and device interrogation was unsuccessful. Additionally, a magnet rate could not be obtained. The patient had not been evaluated since implant of this system. The device was explanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial testing noted the device had no output and no telemetry. Detailed analysis noted no functional irregularities and no high current drain condition was noted. No further testing or analysis was performed, as no further information regarding implant parameters was received from the field. The reason for the no output and no telemetry condition of the device could not be determined. All operations of the device were found to be within specifications. It was suspected that this patient had been lost to follow up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.